Manufacturer narrative:
"-18.0/-2.0/088" should be corrected to "-18.0/2.0/088" in the original MDR. Claim#: (B)(4).

Manufacturer narrative:
Additional data: device evaluated by MFR - device evaluation: the lens was returned in liquid in a lens case/vial. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).

Manufacturer narrative:
Unk. This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2, -18.0/-2.0/088, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018. The lens was removed on (B)(6) 2018 due to excessive vault and significant reduction of irido-corneal angles. A replacement lens, shorter length was implanted but it did not resolve the problem. "Needs even further lens size reduction" was reported. The reporter stated that the cause of the event was patient related factor.